Event description:
Device indwelling for two days when nurse discovered the catheter was broken. Catheter being used for parenteral nutrition with lipids. Catheter successfully removed without surgical intervention.